Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that the mobile view station (mvs) was not connecting with image acquisition system (ias) ad red x was displayed for generator and viewing station. Representative mentioned that a loose connection was found inside the breakout panel. Reseating the connection resolved the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of procedure, a communication could not be established between mobile view station (mvs) and image acquisition system (ias). The pendant of the imaging system had red xs. Rebooting the system multiple times did not resolve the issue. There was no patient present at the time of the issue.